Event description:
In 2005 pt underwent a 2-level c5-7 fusion using the c-tek system. Approx 2 months later a migration of the locking mechanism was noted on x-ray. The system will be left in place and monitored by the md.